Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported high blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and as a result the touch screen became cracked, but still functional. Customer reported an elevated blood glucose (bg) of 522 mg/dl. Reportedly, a correction bolus was administered to address the elevated bg. Reportedly, customer continued using the pump along with insulin shots for insulin therapy.